Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (s/n (B)(4) was used to resuscitate a patient in cardiac arrest. The customer reported that the autopulse platform continuously stopped compressions without displaying any user advisory messages. No further information was provided. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6) stopped compressions was confirmed during archive data review but not during functional testing. Per archive, the last time the autopulse platform was used to provide compressions was on (B)(6) 2022. On this date, there were multiple incidents observed, where the autopulse platform stopped compressions due to user advisory (ua) 17 (max motor on-time exceeded during active operation) and user advisory (ua) 02 (compression tracking error). No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. Based on values recorded in the archive data, the likely root cause of the reported complaint resulted from the patient's large chest circumference, which was light in weight but very difficult to compress. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform passed the initial functional test without any fault or error, and the customer's reported complaint could not be replicated. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.